Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for diagnostic or treatment purposes, as it was not used on a patient. A potential root cause for this failure could be "machine malfunction". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the event is confirmed manufacturing related. The actual/suspected device was evaluated.

Event description:
It was reported that the shape of the funnel near the valve area was found to be deformed when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the shape of the funnel near the valve area was found to be deformed when the package was opened.